Event description:
New information received notes that another instance of backup vvi was observed. Device was explanted. Patient was stable post-procedure.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. The cause of the bvvi was due to a parity error. The device was tested on the bench and the anomaly was traced to an anomalous component on the hybrid.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in backup vvi. A device download was successfully performed. Device remains implanted.